Manufacturer narrative:
Alleged failure: it was reported that 4x microfx drills broke during use - pictures in intake tab. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) running drill in reverse, 3) guide is translated and/or rotated during drilling; drill not in alignment with guide, 4) user does not use snap cap, drills too deep, 5) drill is started/stopped while in bone (technique guide instructs to run continuously during drilling), or 6) hard bone. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.